Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 135-162 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.